Event description:
The customer was hospitalized due to high blood glucose. The blood glucose reading at the time of the event was over 300 mg/dl. Prior to the event, the patient felt sick. The patient was treated with intravenous injection. In troubleshooting, the drive support cap appeared normal and the insulin pump passed a quick release test and a manual prime test. The current blood glucose reading is 40 mg/dl. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.